Event description:
It was reported the patient presented in clinic. Upon visual inspection, it was observed the pacemaker pocket had eroded. The pacemaker was explanted and the patient was started on antibiotics. No symptoms were observed and the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements.